Event description:
It was reported that the customer experienced a cartridge alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer agreed to use the current pump as a backup therapy. Instructions for putting the pump into storage mode and returning the faulty pump were provided and acknowledged.